Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: we were unable to identify any factors contributing to the event. The components that make up the black oil content are not used in the inner part of uhi-4, so we judge that it flowed in from the outside. Foreign matter, such as lubricant or components inside the high-pressure hose, may have flowed in due to the fact that the high-pressure hose specified by us was not used, or foreign matter may have flowed in from co2 gas-pipe. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited dirt in pipelines (including tubes). There were no reports of patient involvement.